Event description:
It was reported that during a laparoscopic appendectomy procedure, the first cartridge failed to seal. It did not deploy staples. The device was reloaded and the second cartridge fired fine. The procedure was completed with the same device. No patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: in what procedure was the device used? Lap appendectomy. Color cartridge used? White. On what tissue was the device fired? Base of appendix. Was there bleeding/leakage as a result of the staples not being deployed? There was bleeding at the edge of the staple line. How was it controlled? Reloaded the device and fired. Was the device difficult to close, fire or open? No difficulty in closing or opening device. Was any noise heard while firing? No.